Manufacturer narrative:
Device passed the rewind basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Device received with cracked case at display window corners and battery tube threads. Device received with scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 50 mg/dl. Customer reported she went through an airport scanner with the device on. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.